Event description:
Reporter alleged obtaining the results of 348 mg/dl, 240 mg/dl, 150 mg/dl and 102 mg/dl back to back within 10 minutes on the aviva system. Reporter states that he worked out, ate a muffin, and drank juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.